Manufacturer narrative:
This MDR submitted (B)(6) 2011, references itc complaint #(B)(4) (cuvette lot# k0p3c4989). Method: device history record reviewed for ncmr. Actual device involved in incident was evaluated. Conclusion: device evaluated and alleged failure could not be duplicated. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports discrepant results on protime microcoagulation system. Protime microcoagulation system generated inr 1.1 and lab generated inr 2.4. Pt's therapeutic range 2.0 - 3.0. No adverse event(s) reported.